Event description:
It was reported that the blade amount came apart during a chest procedure. Neither the mount screw nor any metal pieces fell into the pt, and the procedure was completed with another device. There was no medical intervention required or any adverse consequences as a result of this event, however, an x-ray was taken to confirm all parts were account for.

Manufacturer narrative:
The handpiece has not been returned to the MFR for investigation based on this event. A product return was requested. The reported complaint cannot be confirmed without the product being available for eval. A f/u report will be submitted after a quality investigation is completed if the product becomes available.